Manufacturer narrative:
Zimvie complaint number (B)(4). B3: date of event unknown / not provided. E1: email unknown / not provided.

Event description:
It was reported sinus perforation reported. Tooth #12. Bone graft done. Additional appointment in 3 months. Symptoms as a result of the event: inflammation.